Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump successfully, ensuring the malfunction did not recur, and advised the customer to contact them if the issue appeared again.